Manufacturer narrative:
N/a.

Event description:
The following has been reported: on (B)(6) 2026 during the administration of intravenous medication (np onaase monogene + abepanviveq (8.3ml) + zolgensma) through the syringe pump. At 3:16 p.m., the intravenous infusion was started with a total volume of 44 ml. The pump programming is 44ml/h. At 4:20 p.m., the pump alarmed the end of infusion, but there were still 2.1 ml left in the syringe, where attempts were made to adjust the flow rate, without success. When programming a new flow rate of 2.1ml/h, the pump accepted the programming but presented a low volume with blood reflux through the catheter, it was possible to infuse approximately 1.1ml, gradually increasing the infusion, then showing that the infusion had ended, but still 1ml remained in the syringe. After changing the equipment and attempting new adjustments, the pumps did not accept the new adjustments, remaining about 1ml of the medication in the syringe, after talking to the medical team, as it was a medication that could not be infused in boluses, it was decided to continue the treatment by washing the perfusator with 25ml to 44ml/h. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.